Event description:
It was reported that this right atrial (ra) lead exhibited noise that was being oversensed which resulted in pacing inhibition. However, the patient did not experience asystole. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).